Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (2gm, every 5 days, intraperitoneal, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) and tobramycin injection (40mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the event. Pd therapy was ongoing. No additional information is available.